Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of dyspnea, ischemia, and occlusion are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2011 and a promus stent was implanted in the left anterior descending artery. On (B)(6) 2011, the patient presented to the emergency room with dyspnea and ischemic symptoms. Troponin t was elevated at 0.104 ng/ml, with the normal at 0.100 ng/ml. Transthroacic echocardiogram performed on (B)(6) 2011 revealed moderate to severe eccentric mitral insufficiency, mild tricuspid regurgitation, mild pulmonary hypertension, severe left atrial enlargement, and ejection fraction of 55%. Diagnostic catheterization was performed on (B)(6) 2011 and revealed that the stent in the left anterior descending artery was patent, as was a stent in the right coronary artery. Per the catheterization report, the second diagonal artery was jailed by the promus stent and may be the culprit, but this site was not amenable to stenting. The patient was then treated with medical management, diuretics and oxygen. No additional information has been provided.